Event description:
After three years of successful use, this pt suddendly stopped responding to their cochlear implant. This occurred after they accidently picked out the electrode while they were cleaning their ear. The extruding electrode was clipped in the clinic and the remaining receiver stimulator body was explanted in 2004.